Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the bone exposure or increased wound depth are related to activ.a.c.¿ ion progress¿ remote therapy monitoring.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the bone exposure or increased wound depth are related to activ.a.c.¿ ion progress¿ remote therapy monitoring. The patient experienced serial excisional debridements. Multiple unsuccessful attempts were made to obtain additional clinical information related to the alleged bone exposure and increased wound depth with no response. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. In acute wounds with exposed bone or fractures, the v.a.c.® system may be used to help remove fluid and may remove infectious material secondary to the traumatic wound.

Event description:
On 18-jul-2019, the following information was reported to kci by the family member: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed due to bone exposure and wound becoming deeper. The patient is on hyperbaric oxygen treatment and will possibly need surgery. No additional information was provided. Per review of kci records: on (B)(6) 2019, the nurse observed the patient and noted the patient's ulceration was decreasing in size and depth. There is increased granulation tissue noted with wound v.a.c.® therapy and hbo [hyperbaric oxygen] therapy. Sinus tracts or tunnels and appropriate bone noted today. An excisional debridement was performed. On (B)(6) 2019, the nurse observed the patient and the patient underwent an excisional debridement. On (B)(6) 2019, the nurse observed the patient and noted the patient's ulceration with probing to bone. "Bone was palpated as well as soft tissue necrosis which when debrided to reveal bleeding granulation tissue. Rongeur was used to remove more bone proximally on the metatarsal." A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.